Manufacturer narrative:
The evaluation/repair of the e360 ventilator is expected to be performed, but has not yet been initiated. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during maintenance, an e360 ventilator graphic user interface (gui) monitor went white, and there was a "no communication" alarm generated. There was no pt involvement.